Event description:
It was reported that the patient experienced inappropriate atp and shock therapy. The therapies were misclassified as svt and the device was reprogrammed. The patient is in good condition and the device remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.